Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 27-year-old female patient presenting with cardiomyopathy, scai shock stage e. Comorbidities were unknown. A 4.6 cm axillary-site hematoma was noted, and the patient received three units of blood products. The patient survived to explant. The reported hematoma requiring blood transfusion is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1; d4(serial); e1 the cause of access site adverse event/hematoma was unable to be determined as limited clinical details were provided and no product was returned for review.